Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the lens was left implanted and the patients issues have resolved with good prognosis.

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a foreign matter found on an intraocular lens (iol) following implantation. The physician was able to irrigate and aspirate most of the material off. Additional information is requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was not returned for evaluation. A photo was provided of the lens in the eye. One haptic junction is visible. What appears to be two narrow strips of material are observed, which appear to be on the anterior surface of the lens. The nature and origin of the material cannot be determined from the photo. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The cartridge was not returned for evaluation. Based on review of the provided photo there appears to be a foreign material on/under the lens. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).